Event description:
The physician has responded that it is unclear if all events are seizures. Settings and diagnostics were requested but only settings were provided. No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that patient experienced a seizure that lasted for 30 mins (status epilepticus) which is not typical for patient as she had gone a long time without a seizure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.